Event description:
It was reported that, during patient use, the pilot balloon on an unspecified tracheal tube deflated. No patient harm was reported. Although requested, no information regarding the device being replaced is available. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The model and lot numbers are unknown. Therefore the date of manufacture and 510k number is unknown. No sample is available to be returned for investigation.